Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg replacement procedure (MFR: 3006630150-2022-06650), the physician found out that one of the tails of the patients lead was fractured and barely connected to the ipg. The broken portion of the paddles tail was removed. It was also stated that the other tail of the paddle was frayed and remain connected to the ipg. The patient was doing well postoperatively with good coverage.